Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2026, the user site experienced a "generator" system error code and heard "something like a bolt drop." A hologic field service engineer (fse) was dispatched to assess the device and determine that a new generator assembly was needed. The fse replaced the generator assembly; however, it is reported that the fse found a burnt component within the device during the replacement process. Upon completing the replacement, the fse reports that the device is now functioning in accordance with manufacturer specifications. No further information is currently available.